Event description:
This pt experienced intermittency of sound since 1999. Upon programming by pt's audiologist, the pt had no responses at the maximum stimulation levels. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. Explantation/reimplantation surgery occurred in 2001. The healthcare professional has been informed that the explanted device should be returned to cochlear corp.